Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had growth and the tip came off. The physician tried to get the lead out but was unsuccessful. Additional information was obtained which indicated that the lead was extracted due to infection. The lead was kept and cultured; therefore, will not be returned. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This lead has not been returned for physical analysis, based upon what was reported from the field, it was determined the lead had growth and the tip came off. Please refer to the description for more information regarding the specific circumstances of this event. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Moreover, the complaint meets criteria for (B)(4) electrode tip separation. This report will be updated should additional information become available.

Event description:
It was reported that this right atrial (ra) lead had growth and the tip came off. The physician tried to get the lead out but was unsuccessful. Additional information was obtained which indicated that the lead was extracted due to infection. The lead was kept and cultured; therefore, will not be returned. The lead was explanted. No additional adverse patient effects were reported.